Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Patient was in recovery after a superdimension enb procedure when a pneumothorax was identified. Unable to determine what caused the pneumothorax. A chest tube was placed. The patient was hospitalized and discharged on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.